Manufacturer narrative:
Product ID mc1vr01-delsys. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced cardiac perforation and tamponade. The leadless implantable pulse generator (ipg) device was deployed, but the tether on the delivery system was still locked, which forced the device to pull out. Echocardiogram also detected pericardial effusion. A drainage catheter was inserted, and the fluid was removed. Percutaneous cardiopulmonary support (pcps) was setup noting blood pressure drop with decreased in heart rate. Upon removal of the delivery system tissue was observed at the tip. The device and delivery system were removed, and the implant procedure was abandoned. The patient entered cardiac arrest and respiratory arrest. Intubation was performed while cardiac massage was provided, and pcps was initiated. The patient was moved from the catheterization lab to an operating room for emergency thoracotomy. Visual examination during thoracotomy, confirmed a perforation the diameter equivalent to the leadless ipg on the right ventricular (rv) free wall. Suturing of the perforation could not be completed due to the fragile myocardium resulting in cardiopulmonary bypass procedure. Repair of the myocardium was attempted using a bovine pericardial patch and adhesive sheet. Hemostasis was accomplished. The patient returned to the ICU. Two days later, the patient¿s blood pressure decreased during dialysis and treatment was given, but the patient died.